Event description:
It was reported that surgeon implanted plate in the l5-s1 disc space on (B)(6) 2014. Follow up x-rays taken on (B)(6) 2014 show the plate disengaged from the interbody.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment. Results: the plate migration occurred 3 months after original surgery. The patient is a 66 year old female. The patient did not perform strenuous activity or experience a fall/trauma post-op. The surgical technique indicates that this device cannot and does not replicate the flexibility, strength, reliability or durability of normal healthy bone. Early loosening may result from inadequate initial fixation, latent infection, premature loading of the device or trauma. Review of the x-rays show the patient has a hyperlordotic lumbar curvature which would likely put more stress on the implants, particularly at the l5-s1 joint. Conclusion: there was no obvious issue with returned implant. The cause of the reported event is multifactorial in nature because, as stated above, there are many potential factors that may contribute to early loosening.

Event description:
It was reported that surgeon implanted plate in the l5-s1 disc space on (B)(6) 2014. Follow up x-rays taken on (B)(6) 2014 show the plate disengaged from the interbody.